Event description:
Pt to receive vancomycin q12h. Nurse teaching pt to infuse independently as she lives far away. True care biomedix administration infusion set with flow regulator began leaking and pt did not receive full dose. Had to waste tubing and start over. Used tubing from a different manufacturer and isolated defective tubing. Note: leaking has been reported in another pt's home by a different nurse using this same tubing.